Event description:
It was reported the pt's system was auto-reducing. Diagnostic testing revealed all the contacts were invalid on one of the leads, model number 3266. The pt reported having a fall and being involved in an altercation, over the last six weeks. Reprogramming was unsuccessful. The pt is pending an appointment with the surgeon. Note the pt received two leads from the same lot.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.